Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a (B)(6) year-old male patient presenting in cardiomyopathy, in scai stage d shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient had an uncontrollable nosebleed due to the heparin drip. The heparin was stopped. The post-procedure outcome is unknown. The impella functioned at p-8 at 4.6l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
Updated information: b5 narrative updated d1 brand name updated d6b explant date added h6 med dev prob code removed a24 and added a1301, a141204.

Event description:
Clinical narrative (updated): an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 72-year-old male patient presenting with cardiomyopathy in scai shock stage d while requiring multiple inotropes and vasopressors prior to initiation of support. During therapy, the automated impella controller (aic) experienced a failure mode, prompting an exchange to a new controller. The impella was successfully restarted on the new aic without issue, and the patient remained stable throughout the transfer. The malfunctioning aic will be evaluated by biomed for further assessment. The patient was unharmed. The reported events are controller failure, device revision or replacement, and hemodynamic instability. The aic will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.